Manufacturer narrative:
A ge representative evaluated the system but could not reproduce the reported problem, but suspects an intermittent faulty contact. The system operates as intended.

Event description:
It was reported that the system displayed an error and would not complete boot up. No patient injury was reported.